Manufacturer narrative:
Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, the pump time and date were incorrect. Tandem technical support assisted customer in correcting the pump time and date. There was no adverse impact to customer¿s blood glucose level.